Event description:
It was reported that during an unknown procedure, a bag broke while retrieving the gallbladder. There were stones in the device. They did fish out part of the plastic bag when it busted. Case completed by fishing out the stones and the rest of the gallbladder without the use of the device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.